Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unknown error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the notification alarm did not go off. Customer states the vibration was not as strong as it was before and it seems more finicky. Customer states the vibration did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No audio/vibrate anomaly during testing.